Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional (hcp) stated that they had trouble in 4 different cases with the patient tracker. They did not keep any of the trackers that failed. The hcp explained that the adhesive that holds the patient tracker to the sticker that attaches to the head does not hold. When it loosens from the sticker the hcp loses the registration. The hcp had used the "bandaids" and still has trouble. It needs to be clear that the sticker attached to the head holds fine. It is the adhesive that holds the sticker onto the patient tracker that is the problem. They have requested that the hcp always keeps any instrument that has not worked properly for future issues, so that they can properly evaluate the issue. The hcp had to abort navigation and finish the procedures without. The hcp stated that they think that the inaccuracy had to do with the patient tracker. To finish the procedure the hcp "went old school" and used the patient¿s anatomy for direction. There was less than an hour delay in the procedure.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the manufacturer representative (rep) talked with the site and the health care professional (hcp) who had issues did not report this event to the rep for over two weeks after the events happened. There is incomplete information. The site did not note or keep the packaging for the tracker so the lot number is not available. It is unknown how inaccurate the procedure was, the hcp only stated that it had to be aborted. No further cases have been created because the hcp only contacted the rep once and did not have further information for each case.